Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of a canceled or rescheduled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas for pseudocyst drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. The physician was using the over-the-wire (seldinger technique) approach of placing the axios stent into the target stricture, where access is obtained to the fluid collection using standard methods, and a guidewire is placed into the fluid collection. During the procedure, the stent's first flange could not be deployed. The procedure was not completed because there was no other axios device available. There were no patient complications reported as a result of this event.